Event description:
It was reported that the insulation on the unit has been compromised.

Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
At this time, the part number remains unknown since the product was not returned for investigation. Additionally, the reported failure mode could not be confirmed. Probable root causes for the reported failure could have been probably caused by: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
At this time the part number of the unit is unknown. However, should it become available it will be provided in future medwatch reports.additional information will be provided once the investigation has been completed.